Event description:
Pt experienced allergic reaction following tkr surgery.

Manufacturer narrative:
Pt experienced allergic reaction following tkr surgery. Cause of allergic reaction is unk. The itotal instructions for use lists metal sensitivity as a contraindication and cautions of allergic reaction to implant materials including bone cement.